Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer identified an anomaly in the usage of a cannula. Specifically, he received a report regarding the failure of the cuff to hold inflation. It deflates approximately two to three hours after inflation. This impacted the management of both the ventilator and the patient. Additional information was later received indicating that possible, unintended, misuse may have occurred. The "headphones are filled with air instead of water. The model with the ref. 670180 must be filled with water while the model with the ref. 750180 must be filled with air."

Manufacturer narrative:
Other text: h3 and h6 updated. Device evaluation: one sample was returned for evaluation in used condition without original packaging. The returned sample was visually inspected. No unusual condition was detected from the visual inspection. The returned video was investigated and from that, the complaint was not confirmed. Based on the analysis performed and the sample provided, no root cause was determined as no fault was found with the device. Device history review showed no non-conformities of the reported lot during the manufacturing process.